Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted battery will not be returned per physician.